Event description:
It was reported by an attorney that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011 for treatment of uterine bleeding. Concomitantly, the patient underwent a hysteroscopy and dilation and curettage. During the procedure, the patient experienced a uterine perforation and subsequently experienced tubovarian abscess, septic thrombophlebitis, damage to surrounding structures and pain, requiring additional medical intervention. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.